Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2003 the patient underwent the following surgeries: left l4-5 lumbar laminectomy with placement of interbody fusion device to treat the following pre-op diagnosis: lumbar radiculopathy, degenerative disk disease. Per operative notes:¿¿ at this point, a 9 x 24 mm bak cage was 1/2 filled with bmp material and was secured into the disk space. Prior to placing the cage, bmp material was placed anterior into the disk space. The bak cage seated very well within the disk and was countersunk 2 to 3 mm below the posterior vertebral body edge. The instrumentation was removed. The remaining portion of the cage was filled with bmp as well as remaining bmp placed laterally into the disk space as well. A final intraoperative x-ray was taken demonstrating the device to be in good position both in ap and lateral views¿ patient was noted to be in satisfactory condition at this point in the operating room¿¿ no other information was provided. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.